Event description:
Integrum was informed about a patient experiencing attachment issues with the axor ii unit. The patient stated that the axor ii device had fallen off three times while walking. One of the times, the patient fell and had to go to the ER. Everything checked out ok and is being followed by oi orotho. The unit was returned to integrum for investigation. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the unit has been manufactured according to specification. Technical investigation performed. During inspection, the rotational and bending release were found to be on the lower specification, the clamps were found worn and corrosion was found in the top body, causing the issues experienced by the user. During service, the rotation and bending release were adjusted to the upper limit specification, the clamps were replaced and the top unit was thoroughly cleaned.